Manufacturer narrative:
Additional information: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as inadequate dialysis. On an unreported date, the patient was treated with vancomycin (dose, route, frequency, and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was unknown. Two days prior to the date this event was reported, the patient was hospitalized for the event. It was reported that the patient was not treated with any medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.